Event description:
(B)(6): on an unknown date charger caught on fire. The hcp informed that patient had no injuries. Patient had wrong plug adaptor attached when brought charger in, but claimed it was plugged in to correct adaptor when the fire started.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). (B)(6): a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
(B)(6) 2022:. On an unknown date ((B)(6) 2022, best estimate) charger caught on fire. The hcp informed that patient had no injuries. Patient had wrong plug adaptor attached when brought charger in, but claimed it was plugged in to correct adaptor when the fire started.

Manufacturer narrative:
Manufacturer's ref# (B)(4). (B)(6) 2022: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion. (B)(6) 2022: corrected data in g2. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector the clinical investigation concluded: a damaged power supply or a power supply of very poor quality could potentially lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runaway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register the current information indicates need for reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur.